Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) was dispatched to evaluate this unit and was unable to reproduce the reported malfunction. The stm investigated and found several reoccurring "gas loss in circuit" alarms. The stm also reported that the scroll motor would not pass compressor output test. This was the probable cause of the alarm. To fix the issue the stm, replaced the scroll compressor. The unit passed all diagnostic, safety and functional tests and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient harm and no adverse event was reported.